Event description:
Additional review indicates the information previously reported under this manufacturer report # pertains to manufacturer report # 3004209178-2013-00283. If additional information becomes available, the information received will be reported under this manufacturer report # 3004209178-2013-00283.

Event description:
It was reported that on (B)(6) 2012, the patient had a pain pump and spinal catheter implanted to provide relief from intractable spinal pain. On or about (B)(6) 2012 the catheter malfunctioned ¿on information and belief¿ from a manufacturing defect. The catheter did not transmit pain relieving medication from the pump to the patient¿s intrathecal space. The catheter had broken and failed to deliver analgesics to the patient¿s intrathecal area which necessitated surgical removal, and caused the patient to suffer permanent and permanently disabling injuries. The catheter was explanted on (B)(6) 2012. The patient continued to experience great pain and mental anguish as well as loss of normal life. The medication delivered by the device system was not provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).